Manufacturer narrative:
Conclusion: the reported event of high impedance was confirmed. As received, the continuity testing showed channel #4 electrical open was found on the returned lead. The cause of the event is consistent with damage during use.

Manufacturer narrative:
Event date is estimated. The allegation is against 1 of 2 leads; however, it is unknown which lead, therefore, all potential components are being listed. Additional components potentially involved in the event include: common device name: scs octrode percutaneous lead, model: 3186, UDI: (B)(4), serial: (B)(4), batch: a000126281.

Event description:
It was reported that the patient's lead was showing high impedances. It is unknown which lead attributed to this issue. Surgical intervention was undertaken and the lead was explanted and replaced.